Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section h6 - changed from 4582 to 1912 in health effect - clinical code and changed from 2199 to 4613 in health effect - impact code.. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on the latest information, it was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported difference between sensor glucose and blood glucose values. The customer was treated with glucose tab. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, unomedical. Troubleshooting was performed for sensor glucose versus blood glucose. Insulin delivery was not suspended. Blood glucose value was 58 mg/dl and sensor glucose value was 108 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was not performed for low blood glucose, it is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy in blood glucose and sensor glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and blood glucose was 58 mg/dl and sensor glucose was 108 mg/dl and the difference between blood glucose and sensor glucose was not within the range. Customer was explained sensor may have no longer been responding to glucose changes and explained possible causes. Customer was advised to replace sensor. No harm requiring medical intervention was reported. Product return for mmt-7040a is not expected.